Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been collagen deposition due to procedural factors or deployment technique resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted.e3: occupation: risk manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code was not provided by the user facility, which prevented a meaningful review of the device history.

Event description:
Terumo medical received an FDA medwatch report # mw5153784. The event description states: "failure of angio-seal vascular closure device resulting in occlusion of right femoral artery. Surgeon intervened requiring ballooning to open artery."